Event description:
It was reported that inappropriate therapy due to noise was observed on the atrial and ventricular leads. The device and leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 17.6-17.7cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were found at 22.2- 22.3cm, 23.4-23.9cm, 28.9-29.4cm, 30.1-30.5cm, 30.0-30.7, and 31.9-32.3cm from the distal tip electrode, consistent with lead friction to another device. The silicone insulation was intact at these locations.